Event description:
Pt notified on-call vad coordinator of dark, coke colored urine on (B)(6)2016, asymptomatic prior. Pt admitted to hospital on (B)(6) 2016 for eval. Vad interrogation showed elevated power usage and pulsatility index. Pt placed on heparin infusion. Lvad replaced on (B)(6) 2016. Clinicians believe that these events related to thrombus within the lvad.